Event description:
A materials manager reported that torsional power would not increase during a cataract with iol (intraocular lens) implant surgery. The case was able to be completed without delay with the same equipment on the same day. There was no harm to the pt. Add¿l info has been requested.

Manufacturer narrative:
The company rep examined the system and observed the torsional power would not increase. The company rep replaced the u/s (ultrasound) controller pcb (printed circuit board). The system was then tested and met product specifications. The replaced u/s controller pcb was returned for in-house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add¿l reportable info becomes available. (B)(4).